Event description:
It was reported that the physician could not pass the lead down the sheath. Several were attempted, and the physician complained that the sheath is too difficult to operate. During the implantation of the lead, the lobe of the lead opened during placement and could not pass down the vein. The lead was not used and a new lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that the physician could not pass the lead down the sheath. Several were attempted, and the physician complained that the sheath is too difficult to operate. During the implantation of the lead, the lobe of the lead opened during placement and could not pass down the vein. The lead was not used and a new lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary (B)(4): the lead in segments was returned to the manufacturer and analyzed and no anomalies were found. There was blood on the distal end of the lead. Blood ingression was observed on the lead insulation overlay tubing and the distal lead conductor had blood (not obstructed.) The lead insulation had cosmetic outer insulation cut and the lead had damage at implant. The lead was received with the lobes distorted and partially deployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue.